Event description:
The customer reported to maquet technical support that, during a routine check, they observed a fiber optic module error. No pt was involved.

Manufacturer narrative:
The company rep visited the customer facility. The iabp was showing a "fiber optic sensor module failure" error message. The company rep could not duplicate the error message. The fiber optic module was replaced as a precautionary measure. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The complaint is still under investigation. We are following up with customer to request the replaced fiber optic module if it is available. A supplemental medwatch will be submitted when new info becomes available. (B)(4).